Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this system error occurred during dwell 4 of 4. The technical service representative (tsr) assisted the home patient (hp) as the hp was still connected. The supply bag was empty and there was solution on heater bag only. The tsr asked if any bag come undone per hp no. The tsr explained the alarm and helped the hp clear the alarm by turning the hc off/on then a system error 2367 occurred so power was cycled back to press go to start. The hp would finish with a manual bag. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2012. The patient stated the cause was unknown and new supplies cleared the alarm. The sample was discarded and lot number unknown. There were also no companion samples available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined.